Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the subject device a white foreign object came out of the videoscope. The event occurred during an upper screening test. There was no patient harm.